Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service mode 203. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed the pulse test with associated service code 205. The cause of the pulse test failure is excessive current draw (over 500ma) when power is applied to the monitor. The cause of the excessive current draw is a defective pld component u1003. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective pld. The last patient to use this monitor did not report any deficiencies.